Manufacturer narrative:
Additional mdrs associated with this event: MDR 302514-2016-00104: plate, MDR 302514-2016-00105: screw 1, MDR 302514-2016-00107: screw 3, MDR 302514-2016-00108: screw 4, MDR 302514-2016-00109: screw 5, MDR 302514-2016-00110: screw 6, MDR 302514-2016-00111: screw 7, MDR 302514-2016-00112: screw 8, MDR 302514-2016-00113: screw 9, MDR 302514-2016-00114: screw 10.

Event description:
An aculoc 2 volar distal radius plate was being implanted. When the third locking screw was inserted into the hole proximal to the compression slot of the plate, a secondary fracture was created. Plate and screws remain implanted.